Event description:
It was reported that guide wire detachment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the vessel in the abdomen. A 150cm, 8cm v-18 control wire was advanced to cross the lesion. However, when trying to access a 22x20cm needle, the wire broke off. Another 150cm, 8cm v-18 control wire was advanced but the wire also broke off. No patient complications were reported and the patient status was okay.

Event description:
It was reported that guide wire detachment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the vessel in the abdomen. A 150cm, 8cm v-18 control wire was advanced to cross the lesion. However, when trying to access a 22x20cm needle, the wire broke off. Another 150cm, 8cm v-18 control wire was advanced but the wire also broke off. No patient complications were reported and the patient status was okay. It was further reported that the detached fragment was not retrieved.

Manufacturer narrative:
Updated: b1 - updated from product problem to adverse event and product problem h1 - updated from malfunction to serious injury. Device evaluated by MFR.: the device was returned for analysis. The distal tip of the device has the polymer tip peeled in some sections and the detached sections were not returned; some sections of the core wire were exposed. The distal tip was kinked as well as the body; the kinked section of the body was located approximately at 125 cm from the proximal end. No more damages were found in the returned device. Outer diameter of distal tip could not be performed due to device condition. Outer diameter of middle and proximal section of the device are within specifications.